Manufacturer narrative:
One viewflex xtra ice catheter was received for complaint evaluation. A fracture in the catheter tip was noted 0.5¿ proximal to the distal tip. No other visual anomalies were noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported fracture remains unknown.

Event description:
This report is to advise of a catheter tip fracture that was found during analysis.